Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging his mother's onetouch ultra2 meter was in the coding mode when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012, in the morning the patient reported the alleged issue began. The patient reported she normally tests 4 times a day and her usual results vary between "200-300s mg/dl." The patient reported she normally takes metformin (unknown dose) twice a day and novolog 5 units before breakfast and lunch and 7 units before dinner. At bedtime, the patient reported taking 28 units of lantus insulin. At approximately 5pm, the patient reported feeling "disoriented, sick, out of balance and not right." The patient reported that her son then took her to her niece's house where she measured her blood glucose on her niece's meter (unknown type) and obtained a result in the "400's mg/dl." Her son then took her to the emergency room (ER) in the evening. At 10:00pm, the patient reported a healthcare professional (hcp) measured her blood glucose and obtained a result of "394 mg/dl" and was given 5 units of insulin (unknown type) and she was observed for further complications. At 11:38pm, the patient stated that she was discharged home from the hospital with an additional diagnosis of a bladder infection, in which she was given antibiotics for. The patient also reported having a history of hypertension and hypercholesterolemia for which she takes lisinopril and simvastatin (unknown dose). At the time of troubleshooting, the cca was able to assist the patient in coding the meter, and the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient was treated for an acute complication of diabetes by an hcp in the ER after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.